Event description:
It was reported that during the procedure, the balloon catheter(subject device) was unable to be deflated and then burst. The physician successfully completed the procedure. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the balloon catheter shaft was kinked along its proximal shaft length. The balloon catheter was kinked distal to and from the strain relief as well. The balloon catheter was accordion wrinkled on its middle and distal shaft. No other anomalies were noted. During functional inspection, the balloon catheter device was prepped per the dfu for balloon inflation testing. Attempts were made to inflate the balloon. The balloon inflated as intended. When water was used, the balloon was inflated and deflated, however the balloon deflation was not normal and slow due to the anomalies found on the balloon catheter shaft. Information available indicated that the device was prepared as per directions for use (dfu) and continuous flush was maintained. Based on device analysis, a probable cause of procedural factors has been assigned to the reported event of inability to deflate balloon and observed damages (kinked, compressed and wrinkled along its length) since the product met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors encountered during use. The reported event of burst balloon could not be confirmed during analysis.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon catheter(subject device) was unable to be deflated and then burst. The physician successfully completed the procedure. No further information is available.